Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that during the implant procedure the patient experienced a ventricular fibrillation arrest which was treated with one shock back to normal sinus rhythm. The device was implanted and remains in use. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.